Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient bladder was always full and had catheterized twice a day. Prior to catheterizing the patient was using super pubic catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had not had therapeutic benefit since being implanted for bladder retention on (B)(6) 2017. The healthcare provider (hcp) told the patient to catheterize twice per day. It was indicated that the patient increased stimulation on the day of the report, and was feeling comfortable stimulation, but was not receiving 50% or greater symptom control. The patient had an appointment scheduled with their hcp on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.